Event description:
Customer reported readings of 488 mg/dl and 233 mg/dl within 10 minutes of each other. Reported separate comparison of 89 mg/dl, 205 mg/dl, and 55 mg/dl within 10 minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.